Event description:
It was reported that an altitude alarm occurred. Customer was not outside of the labeled operating altitude range. Customer changed cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose.